Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had several no delivery alarms and the blood glucose was high. Customer also reported to have received a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of over 600 mg/dl and treated. Customer's blood glucose reading was 358 mg/dl at the time of call and treated with manual injection. Customer declined high blood glucose and no delivery troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test however compromised force sensor system alarm during prime test and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify excessive no delivery alarm due to compromised force sensor system alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.